Event description:
Previous medwatch submission noted wound dehiscence. Upon further review by abbvie medical safety ¿bilateral wounds explanation of prosthesis¿ is insufficient information and is not reportable.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "pain", "previous breast cancer", "capsular contracture" baker grade not provided, and "wounds". An open capsulotomy was reported as treatment. Physician later provided a baker grade IV. The device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture" baker grade not provided and "wounds". Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.